Event description:
Customer claims that 1/2" of the needle tip broke in the pt when attempting a spinal during labor. The pt was taken to the main o.r. For removal of the needle. The legal dept has the sample but will not release it to us at this time. The pt is ok and has been discharged home.